Manufacturer narrative:
Concomitant products: 3487a-33 pain stim lead, implant date: (B)(6) 2001, 3487a-33 pain stim lead, implant date (B)(6) 2001, 7427 pain stim ipg, implant date: (B)(6) 2001, w1dr01 ipg, implant date: (B)(6) 2020, 383069 lead, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing on stored electrograms (egm's). The ra lead remain in use. No patient complications have been reported as a result of this event.